Event description:
Complaint alleged that the casters would swivel when in brake mode. No injury alleged.

Manufacturer narrative:
Technician found the bed castes would swivel side to side in brake mode. Replaced the casters to resolve this issue. Bed found in maintenance work room.